Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 73 mg/dl at the time of incident. The customer stated they were unable to exit the preparing to prime loop. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the current test, unexpected restart or functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests or verify the compromised force sensor system error alarm due to the motor error alarms. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a broken reservoir tube lip.